Event description:
It is reported that the patient was revised due to recurrent dislocation. An extended trochanteric osteotomy was performed to remove the stem. A part fractured and was cabled.

Manufacturer narrative:
Evaluation summary: operative notes were returned for review. The patient had a very difficult primary hip arthroplasty because of posttraumatic arthritis. The patient is a recurrent dislocator; he could essentially dislocate and relocate himself at will previously. The patient had previously underwent surgeries to correct the dislocations. The patient has subsequent re-dislocation of the left hip despite being appropriate with the hip precautions. The patient's spasticity in the lower extremities and inability to have any real voluntary muscle control proximally has led to this point. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.